Event description:
Litigation papers allege that after the surgery, friction and wear between the colbalt-chromium metal head and colbalt-chromium metal liner caused large amounts of toxic cobalt-chromimum metal ions and particles to be released in the blood and surrounding tissue and bone. Further alleged, the patient experienced severe pain and discomfort.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update: sales rep reports that the patient was revised because of elevated ion levels and localized tissue reaction. Dor: (B)(6) 2012. **update** (B)(4) 2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were still not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metallosis. After review of medical records, patient was revised to address complications of unspecified reattached extremity. Added lawyer, revision surgeon, patient's age, expiration date of head and manufactured date of liner. Added stem due to the alleged elevated metal ions. Corrected manufactured date of head. Doi (head and liner): (B)(6) 2004 - dor: (B)(6) 2012 (left hip). Doi (stem): (B)(6) 2004 - dor: none reported (left hip).